Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7074182.

Event description:
It was reported that the patient experienced inadequate stimulation. It was noted that there were high impedances on the leads. Reprogramming was attempted, however, unsuccessful. The patient underwent a lead revision procedure. During the procedure, the physician failed to place the lead back to the same position as the patient arched up while the lead was steered causing dura puncture. The patients leads were removed and the physician performed a blood patch. The patient was doing well postoperatively, and the explanted leads were discarded by the medical facility.